Event description:
The customer's mother reported her daughter's blood glucose reached 310 mg/dl less than 4 hours after the pod was activated. Upon further inspection she noticed the needle did not retract back into the pod.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported needle mechanism issue (failure to retract), to determine if it could have contributed to the reported hyperglycemia or to determine the root cause. Qualification records were reviewed and the product lot met all acceptance criteria.